Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: b3, e2, e3, g3, g4, g7, h2, and h10. The initial reporter is a registered nurse with job title team leader spd. The event occurred prior to procedure during set up. The device was replaced with another for the set up.

Manufacturer narrative:
There is more information on the device evaluation for the issue of error code e224 communication error, leading to no image. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, the device did not work. A communication error message e224 was received on the screen. This was attributed to the shorted cable of the device. The damage to the cable caused failure to transmit the video signals to the processor, resulting in no images displayed on the screen. The communication error (e224) likely occurred due to the failure in the communication between the processor and the camera head which was caused by breakage of the cable. The user¿s complaint was confirmed. In addition, the device rear cover label was faded. All other functionality was okay. Root cause for the issue of damaged cable leading to the issue of the e224 error message and no image could not be conclusively determined. The instructions for use, included with the device shipment, includes the following statements that can help prevent the occurrence of this issue : do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Additional information for this event is not available as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device did not work. A communication error message e224 was received on the screen. This was attributed to the shorted cable of the device. In addition, the device rear cover label was faded. All other functionality was okay.

Event description:
As reported for this event, the device was broken and did not work. There was no reported patient involvement.